Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. The i.c. Rep reported that she did not believe the devices had been able to obtain info for eight pts only. This report will address the fourth pt. Note: separate medwatch reports have been issued for each of the seven other pts. The device was implanted in 5/96, for infusion of taxol and cisplastin. The pt developed tenderness, swelling and purulent drainage from the device site. The pt's temperature was 103 degrees f. Blood and device cultures were taken and grew coagulase negative staph. The device was left in place and treated. No further details are available at this time.